Manufacturer narrative:
Type of reportable event updated to serious injury.

Event description:
The patient later reported that they were scheduled for surgery on (B)(6) in order to determine the cause of the issues and try to fix them. No further issues were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient¿s usually only increases the amplitude of her therapy when she really needs it, like when she is writing. The patient reported that she never has a tremor in her right hand when the therapy is on. An issue was reported that whenever the patient lifts her hand above her head her therapy will turn off. The patient then presses on the ins, without the programmer, and it will turn back on. The patient reported these issues have been happening for maybe a couple months. There were no falls reported. The patient reported that they were meeting with their healthcare provider the next day. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.